Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the 6th firing of laparoscopic total gastrectomy, at side-to-side anastomosis of jejunum, the staples were formed properly by 2cm from the proximal end, however they were not b-formed by the succeeded 3cm. The surgeon said he could fire the device as smoothly as the previous 5 firings and did not feel strange. The procedure was completed with another device. Oozing bleeding occurred as a result of the issue. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.